Event description:
This is a report of peritonitis in a patient, coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unreported date, the patient was diagnosed with and hospitalized for peritonitis, which had manifested as cloudy effluent and abdominal pain. Four days after the hospitalization, the peritonitis had cleared up and on the fifth day the patient was discharged from the hospital. On an unreported date, the patient was once again hospitalized, as the cloudy effluent was noted. The patient was treated with 3 different unknown IV (intravenous) antibiotics. On an unreported date, the pd catheter was removed and the patient started hemodialysis. On an unreported date, the patient was started on broad spectrum antibiotics for the peritonitis. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The problem could not be confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.